Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their only concern was that they had a leak on (B)(6) 2017 that caused them to change their pad. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient had a rash on their back and front and was put on antibiotics. Patient wanted to know what material the leads was made out of. It was noted that the patient had a rough night sleeping and was up several times. Patient mentioned they were having a hard time dealing with the rash and felt like they had it in their throat. Patient's antibiotics were changed and they were put on a new antibiotic because they thought that it was the possible problem, but they had not noticed any change in the rash. No further complications were reported.